Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the orange and purple instruments had distortions that resulted in poor navigation recognition.  There was no patient involvement.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - instruments distortions a0709 - poor navigation recognition medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the tracker, lot number: 240716, was returned to the manufacturer for analysis. The returned tracker received known good ins truments without issue. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. No problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.